Event description:
The manufacturer received information alleging a trilogy ev300 "device failed a system setup test and requires replacement of 3-way solenoid and proportional valve". There was no allegation of patient harm. The device was not reported to be in patient use. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.